Event description:
Nurse laid stylet down on a chux after withdrawal from catheter. It is not known if clip was covering tip of stylet at that time. When nurse picked up chux with stylet in it, nurse received a needlestick. Location of injury unknown. Nurse received treatment for needlestick injury per facility protocol. Pt was tested for bloodborne pathogens. It is not known whether clip covered needle tip before placement on chux.